Event description:
Per complaint (B)(4), a dental implant driver got stuck inside a dental implant during initial placement. The implant had to be backed out. The driver was still embedded within the implant. No adverse patient consequences were reported.